Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the user was unable to view examinations. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.